Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper was defective on the bd luer-lok¿ syringe. The following information was provided by the initial reporter: plunger leaning.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 10-jun-2022. Investigation summary: our quality engineer inspected the 5 photos and 11 loose samples submitted for evaluation. The reported issue of plunger rod broken / damaged was not confirmed upon inspection and testing of the samples. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the stopper was defective on the bd luer-lok¿ syringe. The following information was provided by the initial reporter: plunger leaning.

Event description:
It was reported that the stopper was defective on the bd luer-lok¿ syringe. The following information was provided by the initial reporter: plunger leaning.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2021835. D.4. Medical device expiration date: 30-sep-2026. H.4. Device manufacture date: 16-feb-2022. D.4. Medical device lot #: 2021832. D.4. Medical device expiration date: 30-sep-2026. H.4. Device manufacture date: 03-feb-2022. D.4. Medical device lot #: 2028783. D.4. Medical device expiration date: 31-oct-2026. H.4. Device manufacture date: 22-feb-2022.